Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported feeling an occasional sharp pain in hips and claimed it was from her interstim. Claimed it has been like this for a month. When questioning patient, she claimed to have had a fall a month ago. Patient was following up with her physician about that. Stimulation was turned off but still claimed to be feeling sharp pain. Stimulation discontinued as of today to configure if pain was from interstim or a different factor. Patient will be seeing her physician. The issue was not resolve at the time of this report. No surgical intervention occurred. No further patient complications have been reported because of this event in the event description. The patient indicators for use is gastrointestinal/ pelvic floor.